Event description:
It was reported that the patient was implanted an ncb pp dist fem plate, r, 12, h, l. 278mm in (B)(6) 2014, on the right side. The patient was revised on (B)(6) 2014, due to breakage of the plate, which according to the reporter was probably due to pseudoarthrosis. Since the exact implantation date was not reported, it was entered as the first day of the month reported ((B)(6) 2014).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. (B)(4).